Manufacturer narrative:
(B)(4) the lot 14b052 was manufactured from february 24, 2014 to february 25, 2014. Visual inspection was performed and a black mark was observed on the reservoir of the device. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black mark on the reservoir. This was identified during storage of the device. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.